Event description:
Customer reported discordant results, (one positive sars and two negative sars results for 1 symptomatic patient) with no additional information and false positive sars results for 3 patients (asymptomatic & symptomatic) from approximately 300 tests performed. The customer communicated the false positive sars results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.